Event description:
It was reported that during the initial implant procedure, the suture sleeve was difficult to advance along the body of the right ventricular (rv) lead due to resistance. The suture sleeve was able to be successfully positioned and the rv lead was implanted. The patient was in stable condition.